Manufacturer narrative:
Correction: the site legal name (FDA) was entered incorrectly as becton dickinson and co - dun laoghaire co, ireland. The correct manufacturing plant is becton dickinson infusion therapy systems inc. - sandy, utah. Investigation: h.6. Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 42 unopened units, one used catheter adapter assembly, and five photos. Upon inspection of the used catheter adapter assembly and the provided photos, it was identified that damage was present inside the adapter along the bottom of the unit. The unit was tested for leakage and leakage was observed. Your reported defect was confirmed. The remaining units were opened, retracted, and inspected for damage. Three units were also found to have damage to the inside of the luer. Upon testing the units for leakage, one of the three was observed to leak. It was also found that one unit had damage to the needle cover and another unit failed to retract properly. Both defects were determined to be manufacturing related. Further inspection revealed that the retraction failure unit also had damage to the luer which prevented retraction from occurring. This type of damage to the threads can occur during the manufacturing process and is likely due to misalignment. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Corrective actions via CAPA# 1393887 are currently ongoing to further investigate the issue of damaged adapters. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters leaked blood during use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about blood leakage with the use of iagbc. According to the customer's report, when the hcp connected an extension tubing to iagbc, blood leakage was observed. This occurred in three cases."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insyte" autoguard" bc shielded IV catheters leaked blood during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about blood leakage with the use of iagbc. According to the customer's report, when the hcp connected an extension tubing to iagbc, blood leakage was observed. This occurred in three cases."